Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The 70% stenosed target lesion was located in the circumflex (cx) artery with a 2.7mm reference vessel diameter and a 14mm target lesion length. No attempt was made for direct stenting. A 2.75x16mm liberte stent was implanted. A liberte stent was implanted to treat the dissection. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged one day after the index procedure without angina or silent ischemia. Discharge medications were asa 100 mg/day for 12 months and clopidogrel 75 mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.